Manufacturer narrative:
The manufacturer previously reported receiving information alleging the screen went black on the device. There was no harm or injury reported. The device was replaced. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed for the screen during an operational check, but due to the liquid crystal display. The device's lcd was replaced to address the issue. After replacing the part on the device, a repair test was performed along with a battery and alarm check; followed by a cleaning of the device. The device was found operating properly. The lcd was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer received information alleging the screen went black on the device. There was no harm or injury reported. The device was replaced. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed for the screen during an operational check, but due to the liquid crystal display. The device's lcd was replaced to address the issue. After replacing the part on the device, a repair test was performed along with a battery and alarm check; followed by a cleaning of the device. The device was found operating properly.

Event description:
The manufacturer received information alleging the screen went black on the device. There was no harm or injury reported. The device was replaced. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.